Event description:
The customer reported the battery won't hold a charge while in the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery won't hold a charge while in the device. There was no report of pt involvement. The device was evaluated at philips and the issue was verified. The battery pca was found to be defective. Replacing the battery pca resolved the reported issue. The device passed testing and was returned to the customer.